Event description:
The customer reported that on (B)(6) 2014 he activated a new pod and his blood glucose was reading between 98 mg/dl to 99 mg/dl for the rest of the day. On (B)(6) his bg measured 272 mg/dl at 2:55 am, 418 mg/dl at 5:38 am, 364 mg/dl at 6:05 am, 450 mg/dl at 6:59 am, and 462 mg/dl at 7:41 am with 4 boluses totaling 104.05 units of insulin. The pod was removed and he noticed the cannula had slipped out of his skin. He was able to activate a new pod and his bg returned to normal range.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.